Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by turbid effluent. The cause of the peritonitis was not reported. The patient was hospitalized for another indication and when they were ¿preparing to discharge¿ turbid effluent was observed. The patient was treated with cefazoline (dose, frequency and route not reported) for peritonitis. Physioneal therapies were ongoing. At the time of this report antibiotic therapy was ongoing, the patient was recovering from this peritonitis event and the effluent was clear. No additional information is available as the reporter declined to provide any further information.